Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a shock impedance measurement of 0 ohms. Of note, the patient was in the hospital for non-device related reasons at the times of the 0 ohm measurements. A synchronous 41 joule shock was performed which returned a measurement of 78 ohms. The system remains in service. There were no adverse patient effects reported.